Manufacturer narrative:
(B)(4). The lot was manufactured from april 16, 2015 to april 20, 2015. The device was evaluated at baxter (B)(4). Visual inspection was performed and revealed a white particle floating inside of the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained white, floating particulate matter. This was identified during storage. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.